Manufacturer narrative:
The device evaluation also found that due to the clogged nozzle, the water removal function is out of specification. The bending angulation was out of specification due to wear of the angle wires. The area between the bending section and the connection tube is deformed, and the connecting tube flexibility adjustment function was not working. There was a black dot on the screen, and there was a gap of adhesive on the bending section. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, the colonovideoscope angle wire was torn. The procedure was canceled as the hospital did not have a back-up device. There was no report of patient or user harm due to the event. The olympus field service officer visited the site and confirmed the reported angle wire damage and collected the scope for further inspection. Upon inspection and testing of the device at the olympus service center, foreign material was observed in the air/water nozzle. This report is being submitted for the reportable malfunction (foreign material in nozzle) found during evaluation of the device.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material clogged in a/w [air/water] nozzle" (event 1) was presumed to have been due to improper reprocessing after the previous procedure. The suggested phenomenon of "ending section cannot be bent in up direction at all due to a-wire [bending section/distal wire] cut at distal end" (event 2) was presumed to have been due to excessive physical stress applied to a-wire while angulation, physical stress applied to a-wire during manipulation with endo therapy accessories being inserted, and so on. The user can detect the suggested event 1 properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can detect the suggested event 2 properly by handling the device in accordance with the following IFU: "operation manual_ preparation and inspection_ inspection of the endoscope inspection of the bending mechanisms". The user can reduce/prevent occurrence of the suggested event 1 by handling the device in accordance with the following IFU: "reprocessing manual_ precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." The user can reduce/prevent occurrence of the suggested event 2 by handling the device in accordance with the following IFU: "operation manual_ important information ¿ please read before use. Warnings and cautions_ warning: never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. Never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result." Olympus will continue to monitor field performance for this device.